Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: na (before use). Event description: [name} hospital this is a complaint from the market. It is non-clinical sample event but happened just after opening the package. (A new unit) the clip did not loaded when gripped the handle. No patient injury or illness associated with this event. (Before use. During a meeting with the doctor.) The investigation report has not been requested by the hospital. This event unit will be returned. The unit is non-clinical sample provided by applied medical personnel. Additional information received on 19may2025 via email from applied medical representative ncl was happened about once every three times. Patient status: no patient injury or illness associated with this event. (Before use. During a meeting with the doctor.) Intervention: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded into the jaws properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: na (before use) event description: [name} hospital: this is a complaint from the market. It is non-clinical sample event but happened just after opening the package. (A new unit) the clip did not loaded when gripped the handle. No patient injury or illness associated with this event. (Before use. "During" a meeting with the doctor.) The investigation report has not been requested by the hospital. This event unit will be returned. The unit is non-clinical sample provided by applied medical personnel. Additional information received on 19may2025 via email from applied medical representative ncl had happened about once every three times. Patient status: no patient injury or illness associated with this event. (Before use. "During" a meeting with the doctor.) Intervention: na (before use).